Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. A getinge field service engineer(fse) evaluated the unit. Fse replaced helium regulator, helium tubing and pressure transducer which corrected helium leak. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) has a helium leak. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a helium leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.